Manufacturer narrative:
(B)(4). On (B)(6) 2011, product surveillance spoke with the nurse who indicated that they replaced the patient's transfer set and placed her on prophylactic antibiotics. The nurse stated the patient did not develop any adverse reactions. There was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). This complaint is for a user error report of the patient disconnecting and not placing a flexicap on the patient line. Patient line should be capped when disconnected. Patient reconnected. This complaint cannot be confirmed in the lab due to a lack of sample. The lot number is unknown therefore a batch review was not performed. This review found the labeling adequate for the user error in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). During investigation by baxter this incident was determined to be caused by use/user error and there was no allegation of a product malfunction. Therefore, the device was not requested for evaluation and a batch review will not be conducted. A follow-up report will be submitted upon completion of baxter's investigation.

Event description:
A caregiver contacted global technical services (gts) regarding assistance with contaminated patient line the while using the homechoice (hc) during dwell 2 of 3. The caregiver explained the patient disconnected and did not put a cap on the patient line. The patient then reconnected. Gts assisted the caregiver with ending therapy and advised them to use a manual bag and contact the patient's dialysis nurse. No injury or medical intervention was reported.